Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (medical device ¿ problem code, investigation findings).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the condensate removal module (0997-00-0986-01). The unit passed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use the cs300 intra-aortic balloon pump(iabp) had issue on the safety desk. While checking the problem found with condensate removal module assembly. There was no patient involvement.